Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the stop button cable was loose and motion control box was damaged. The issue was resolved by reattaching the cable and replacing motion control box. A system checkout was performed. System passed all tests and is functioning normally. The suspect part have been not received by manufacturer for evaluation.

Event description:
A site representative reported that when booting up the imaging system the motion and x-ray icon show incomplete. There was no patient present at the time of the issue.